Event description:
Caller reported a cgm error 42 affecting the sensor. There was no adverse impact to the customer's blood glucose level. The customer was helped by technical support with a pump reset, which successfully resolved the issue, allowing the caller to start their sensor session.